Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a lost sensor and spi to asic communication error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that his alarm is not alarming lost sensor. The customer stated that the pump is not communicating with the transmitter. The customer reviewed the alarm history and a spi to asic communication error was found. The customer was advised that the pump is no longer receiving data from the transmitter.